Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and a follow up report submitted if required.(B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator screen did not power up when the unit was turned on. The customer reported that when the issue was discovered the unit was not in use on a patient. There was no harm to patients associated with the event reported to carefusion.